Event description:
It was reported that the patient received several inappropriate anti-tachycardia pacing (atp) therapies due to noise on the right ventricular (rv) tachy lead. The lead was partially explanted via laser and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).